Manufacturer narrative:
Based on the information provided the emg tube 8229707 was not used in the procedure. Hence this tube is not a complaint and there is no information to reasonably suggest that the emg tube 8229707 in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there was just one tube(8229507) was used in the entire procedure. They used a 7mm tube. They almost always use the 8229707 but since they were on backorder, they used the ¿sub product¿ 8229507. They charted that they used 8229707 even though it was indeed 8229507 used. The reason they charted 8229707 is so that product gets reordered instead of 8229507. It was mis-charted by anesthesia. Cuff was checked prior to induction, it was functioning properly. Issue was occurred after inflation of the cuff upon securing the airway. Nitrous oxide was not used for the anesthetic. Approx. 5cc air was used to inflate the cuff. Initially breath sounds on right, absent on left, withdrew tube 1cm, no breath sounds bilat, extubated, able to mask ventilate. Intracuff pressure was not monitored. Patient currently stable and no sequelae from the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intraoperative, they have experienced an airway obstruction with a nim endotracheal tube. They have lost the etco2 and breath sounds shortly after intubation. They tried to pass a bougie down to troubleshoot. It met resistance at the end of the tube. Afterward, they found case reports of the balloon of the nim tube obstructing the distal end, not allowing for ventilation. The procedure was aborted. There was no known patient injury.